Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient's ipg would no longer communicate. A bluetooth reset was preformed, however did not resolve the issue. Patient reports that they had a MRI taken and did not turn on MRI mode. Patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned be determined for analysis. Based information on the received, the cause of the reported incident could not conclusively determined.